Event description:
It was reported that the patient dropped the ilet and the screen cracked, though the device remained functional, and the user was advised to transition to backup therapy until a replacement arrived. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no hospitalization, no medical intervention, and uninterrupted cgm use via dexcom app or receiver. Investigation included review of user report and device replacement logistics. Investigation of this device revealed damage to the ilet¿s display consistent with accidental physical impact, with no functional device alarms reported and no effect on therapy delivery documented. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.